Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es result (1.16 ng/ml) from a single patient sample processed on the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected trop I es patient result was reported to the clinician then repeated (0.017 ng/ml), but not before additional actions were taken for the patient. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros trop I es result was obtained for a single patient. An ocd field engineer performed "as needed" service to the well wash and microwell incubator subsystems to replace damaged and worn parts and to optimize analyzer adjustments. Performance testing following service verified that the equipment was operating as expected. The most likely, assignable cause for this event is an equipment related issue.